Manufacturer narrative:
Corrected information has been provided in d4. Major bleed/ asae: the cause of asae was most likely patient condition related since patient had dic blood loss underlying condition.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 67-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The medical history of a ventricular-septal defect and prior cardiac arrest with CPR was shared, but no other underlying medical history. The patient was transferred on the pump support from community to the tertiary center. After admission to the tertiary center an access site bleed occurred overnight. The team troubleshot with 5-6 units of blood and platelets, pressure applied, and a femstop. The pump was removed and patient was supported by extra-corporeal membrane oxygenation. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.